Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported via mw5168249 that the patient reported that he experienced a seizure due to ¿undetected severe hypoglycemia¿. At the time of the patient¿s seizure, the patient¿s cgm was reading 77 mg/dl, and the bg meter was reading 42 mg/dl. Another set of comparison values from that date are: cgm reading of 52 mg/dl and bg meter reading of 100 mg/dl. It was not specified when this inaccuracy occurred during the event on (B)(6) 2025. The patient was wearing a tandem insulin pump. There was no documentation of treatment. An attempt to reach the patient for further event information was unsuccessful, and the patient offered to call dexcom back at a later time. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the time of the patient's seizure, the reported glucose values fall within the c zone of the parkes error grid. The other set were reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5168249 diabetes mellitus is a known cause of hypoglycemia.